Event description:
It was reported the pump software did not suspend insulin delivery. There was no impact to the customer¿s blood glucose. Reportedly, customer continued to use pump for insulin therapy. Although requested, the customer did not upload the pump data logs to determine a possible cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.